Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. It was alleged that when the device was started for use, it became inoperative. The device was rebooted and restarted for use and became inoperative again. The patient decided not to use it. No harm or injury was reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. Ventilator inoperative alarm from the alarm log of the unit was confirmed. Main pca board was replaced, unit was cleaned and functionally tested and the device's software was updated to address the issue.